Event description:
It was reported that at refill appointments ¿there¿s always a little bit left in the pump when the patient comes in, more than what¿s indicated¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's pump had alarmed but was not heard by the patient. Telemetry confirmed a critical alarm occurred due to zero ml reservoir volume reached. An alarm test was performed by the patient's doctor and 'they all heard it.' It was reported the patient was not having any therapy issues at the time. Additional information received reported the cause of the event was the patient's "low level alarm." The patient was scheduled too late for refill and he did not hear the alarm. The pump alarmed on (B)(6) 2012. The pump had 2cc in reservoir and was refilled. It was noted the pump had indicated there was 1.1cc but the actual volume was 2cc. The patient showed no signs of increased spasticity or ill effects. No patient injury was reported. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID 8709, lot# j11012r49, implanted: (B)(6) 2002, product type catheter; product ID 8575, lot# n086432, implanted: (B)(6) 2006, product type accessory. (B)(4).